Event description:
It was reported that the lead was not explanted it was capped and remains in the patient.

Event description:
It was reported that automatic capture management on the pacing lead registered high and unstable thresholds. The lead also had a large number of low impedances which triggered a lead alert. Insulation damage is suspected. The lead was reprogrammed and later explanted and replaced. It was also reported that during the implant procedure, when connecting the lead, there was no stimulation. They had to manually configure sensing/pacing polarity to finally obtain pacing. The implantable pulse generator (ipg) pacing output was changed and the doctor tried to obtain a new estimation with the new pacing parameters, but the estimation remained the same. The doctor changed the output several times. After that, a new session was initiated (within the 1 hour post-session period) and in that occasion with a 2,5 v output a estimation of 6.5 years was obtained. Reviewing the implant detection feature, it is likely that the low impedance problem was already present and prevented the pacemaker from configuring correctly a pacing polarity that captured. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and pacing capture threshold in the rv (right ventricle) was elevated.